Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple intermittent blood glucose (bg) levels in the 400s (mg/dl) over the last 2 weeks. Customer reported that bg levels would return to target after being treated with a bolus administered by the pump. Customer's bg levels were not elevated at the time of the call. Recommendation was made to consult with health care provider to discuss diabetes management.